Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Were there any feeding issues experienced with the device? Asku. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? If so, when? Asku. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku. What were the indications for surgery? What was found? Asku. Does the patient have any relevant history of surgical treatments? If so, what? Asku. Did somebody other than the primary surgeon fire the instrument? If so, whom? Asku.

Event description:
It was reported than during a laparoscopic cholecystectomy procedure, the clips were not forming properly. It is unknown on which firing this occurred. It is not known how the case was completed. No patient consequences were reported. No device is being returned. The sales rep became aware of the issue with this device through a third party. Due to the timing of the issue with this device and the notification of the sales rep, no more information is available. (B)(4).